Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the issue could not be reproduced, multiple components including the station's hard drive and internal cables were inspected but no damage was found. The station's hard drive was replaced to prevent the malfunction from reoccurring. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding, preventing user access to medication during a procedure. The customer reported a delay of about 5-minutes. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, e2, e3, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-jan-2022 to 11-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system froze due to software malfunction. The customer replaced the hard drive, configured software, loaded antivirus and changed the time zone to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system unexpectedly stopped responding, preventing user access to medication during a procedure. The customer reported a delay of about 5-minutes. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.